Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied to stomach tissue working up towards the esophagus, the manual stapler handle squeezed and fired the first time but became jammed on the second squeeze and the staple line was not formed completely. The staples were not completely closed and did not form the usual b shape. The staple line was centrally incomplete. To correct the issue, a second staple line was fired medially to the unformed staple line. As a result of the problem, there was unanticipated tissue loss. No medical or surgical intervention reported. Patient status is alive, no injury. Another manufacturer's reinforcement material was used.